Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5170659,

Event description:
It was reported that the patient was experiencing stimulation on a non-target area as result of lead migration. The leads were replaced and the patient was doing well postoperatively. The explanted leads will not be returned.